Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box history revealed evidence of multiple pump reboots: on (B)(4) 2014 at 20:15; deliveries never resumed, the pump was manually suspended on (B)(4) 2014 at 12:24 and manually resumed at 15:00, the pump was manually suspended on (B)(4) 2014 at 09:26 and manually resumed at 11:35. The returned battery cap had stripped threads. The returned battery cap was unable to secure to the returned pump or a test pump; therefore, pump reboots were duplicated. The battery cap measured within specifications. A test battery cap was able to attach to the pump and completed a 24 hour duration test with no pump reboots duplicated. The battery compartment was cracked with evidence of moisture inside. The pump failed the leak test due to the battery compartment crack. The total daily doses added up correctly and the reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering with required specification. The pump cover was removed and there was no evidence of internal moisture observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 400 mg/dl with lethargy, mood swings, polyuria and extreme drowsiness associated with intermittent power. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the patient allegedly experienced hyperglycemia related to the pump being damaged.